Event description:
The patient claimed that the animas pump will not power on. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the animas pump delivers within specification during investigation. The pump was open for further analysis. There was an intermittent trace on interboard flex observed to be causing fb80 secondary alarm failures. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.